Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the hemostasis valve leak. It was reported that during preparation of the steerable guide catheter (sgc), the hemostasis valve was noted to leak. All connections were noted to be secure. The device was not used and there was no patient involvement. A second sgc was prepared for use without issue. The mitraclip procedure continued with implantation of two clips, reducing the degenerative mitral regurgitation from grade 3-4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned. The returned device analysis was unable to confirm a leak. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.